Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away on (B)(6) 2021 at home. The cause of death was unknown as they did not received the death certificate yet. The caller stated that the customer had kidney failure, asthma, chronic obstructive pulmonary disease, high blood pressure and diabetes. That may have led to the customer's passing. The customer blood glucose was unknown at the time of death and ems could not revive him. Customer was wearing the insulin pump at the time of death. The customer was using sensor. It was unknown whether the caller will returned the insulin pump for analysis.